Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they had a return of symptoms on (B)(6) 2016. The patient was hurting and their recharger had shown that the implantable neurostimulator (ins) was fully charged after checking it for the past 2 days prior to the report. The patient was curious how their ins battery could still be fully charged. They checked their ins with the recharger and it was found that the ins was off. The patient then turned their ins on but didn't notice much as far as a change in their symptoms. The patient normally let a manufacturer representative adjust their stimulation settings since they didn't like to. The patient was going to follow up with their doctor to address the symptoms. The patient was implanted for non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.